Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarms. The customer¿s blood glucose level was 124 mg/dl at the time of incident. Customer was able to clear the alarm and able to complete rewind the insulin pump. The customer was reported that the alarm occurred shortly after inserting a new battery and it was recurring during normal insulin pump use. The customer was advised that the insulin pump needed to be replaced and continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.